Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was observed that the lp exhibited insufficient separation from the delivery catheter, resulting in dislodgement from the tissue at the point of fixation. The procedure was completed using an alternate lp on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. No anomalies were detected.

Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.